Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 24-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower urinary tract infection, flank pain and vomiting (appetite vomiting.). Concurrent conditions included overweight, perineal pain, genital bleeding, dysuria (denies dysuria.), hematuria, constipation, diarrhea, fever (denies fever.), chills, nausea and emesis. Concomitant products included metronidazole (metrogel) for bacterial vaginosis. On (B)(6)2015, the patient had essure inserted. On the same day, the patient experienced weight fluctuation ("weight fluctuations"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("intermittent vaginal infections") and vaginal discharge ("vaginal discharge"). On(B)(6)2015, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2015, the patient experienced dyspareunia ("dyspareunia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). On (B)(6)2015, the patient experienced headache ("headaches"). On (B)(6)2015, the patient experienced migraine ("migraines"). On (B)(6)2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). The patient was treated with surgery (on (B)(6)2016 a bilateral salpingectomy was performed). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, migraine, headache, abdominal pain lower and back pain was resolving and the weight fluctuation, alopecia, fatigue, procedural pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she currently taking ocp (oral contraceptive) for contraception in the interim. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion; in 2015: done after essure procedure, no result reported concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , pelvic pain , abdominal pain, vaginal discharge, dyspareunia¿. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, vaginal infections, headaches, dysmenorrhea, dyspareunia, vaginal discharge and fatigue updated events and event outcome was added. Lot no added. On (B)(6)2018: medical record was received, reporter information, concomitant disease, historical condition was added from mr. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 24-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower urinary tract infection, flank pain and vomiting (appetite vomiting.). Concurrent conditions included overweight, perineal pain, genital bleeding, dysuria (denies dysuria.), hematuria, constipation, diarrhea, fever (denies fever.), chills, nausea and emesis. Concomitant products included metronidazole (metrogel) for bacterial vaginosis. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding vaginal"), vaginal infection ("intermittent vaginal infections occuring throughout the year") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). On (B)(6) 2015, the patient experienced migraine ("migraines/headache") and headache ("headaches"). In august 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, abdominal pain lower, back pain and abdominal pain was resolving and the weight increased, alopecia, fatigue, procedural pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, dysmenorrhoea, dyspareunia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: she currently taking ocp (oral contraceptive) for contraception in the interim. Current weight 150.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , pelvic pain , abdominal pain, vaginal discharge, dyspareunia¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received : event added: weight fluctuation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 24-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower urinary tract infection, flank pain and vomiting (appetite vomiting.). Concurrent conditions included overweight, perineal pain, genital bleeding, dysuria (denies dysuria.), hematuria, constipation, diarrhea, fever (denies fever.), chills, nausea and emesis. Concomitant products included metronidazole (metrogel) for bacterial vaginosis. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("intermittent vaginal infections") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced migraine ("migraines"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, abdominal pain lower, back pain and abdominal pain was resolving and the weight increased, alopecia, fatigue, procedural pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she currently taking ocp (oral contraceptive) for contraception in the interim. Current weight: 150.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , abdominal pain, vaginal discharge, dyspareunia¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal infection ("vaginal infections"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). In 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2016 a bilateral salpingectomy was performed). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, vaginal infection, fatigue, weight fluctuation and procedural pain outcome was unknown. The reporter considered pelvic pain, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, vaginal infection, fatigue, weight fluctuation and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2015: hysterosalpingogram result was done after essure procedure, no result reported. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A bilateral salpingectomy was performed around 1 year after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 24-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower urinary tract infection, flank pain and vomiting (appetite vomiting.). Concurrent conditions included overweight, perineal pain, genital bleeding, dysuria (denies dysuria.), hematuria, constipation, diarrhea, fever (denies fever.), chills, nausea and emesis. Concomitant products included metronidazole (metrogel) for bacterial vaginosis. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vaginal infection ("intermittent vaginal infections") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced migraine ("migraines"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, headache, abdominal pain lower, back pain and abdominal pain was resolving and the weight increased, alopecia, fatigue, procedural pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she currently taking ocp (oral contraceptive) for contraception in the interim. Current weight 150.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , abdominal pain, vaginal discharge, dyspareunia¿. Most recent follow-up information incorporated above includes: on 26-jun-2018: from pfs event "weigh gain, abdominal pain" are updated. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A bilateral salpingectomy was performed around 1 year after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.